Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Event description:
It was reported that the patient developed an infection in the pump pocket as a result of a hernia repair. It was noted that the hernia was unrelated to the pump therapy. The pump was explanted on (B)(6) 2016 and was returned for evaluation.

Manufacturer narrative:
Device evaluation summary: the pump investigation included flushing the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification. A review of the sterilization records showed no parametric anomalies. (B)(4).

Event description:
It was reported that the patient ended up in the hospital a week after the explant due to a possible cerebrospinal fluid (csf) leak and meningitis. The patient was sent for surgery but the physician did not see any apparent csf leak. It was further reported that the patient returned to the pain management facility on (B)(6) 2016 and is doing well. The facility staff is working on controlling the patient's pain with oral medication and patches.